Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the balloon device was found to be damaged, specifically in the area where the metallic component is located, leading to the rupture of the balloon. Additionally, the surrounding plastic in that area was damaged and deformed. The device exhibited signs of an attempt to inflate it, but the inflation was unsuccessful as only a portion of the metal mesh was inflated. The observed condition and damage to the balloon could explain the reported functional issues. The vbs vertebral body stenting system surgical technique guide: -the instructions, emphasizes that the balloon catheter with the attached stent must be inserted under fluoroscopic guidance. It is crucial to confirm the balloon's position under both ap and lateral views to ensure that the entire balloon, including the stent, is properly positioned within the vertebra. Simultaneous dilation of bilateral devices is essential for optimal performance. Failure to follow these steps carefully can lead to incomplete or improper inflation of the balloon and possible damage to the device components, as seen in this case. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the vertebral body set/large- sterile would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): product code: : 09.804.602s , lot number : 82254000, release to warehouse date : 19.jul.2022, expiration date : na, supplier: na, manufacturing site: confluent medical. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty (l1) on (B)(6) 2024. In the surgery, the surgeon felt resistance and discomfort when placing the balloon into the outer tube. The surgeon tried to pull the balloon out of the outer tube but was unable to pull it out easily because it was stuck. The balloon was not used. The surgery was completed successfully within thirty minutes surgical delay. Patient was stable. This report is for a vertebral body set/large- sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.